Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The device was able to power on under ac and battery power. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.